Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided.

Event description:
It was reported that during the endoscopic vein harvesting procedure, the btt shortport burst. A replacement device was used to complete the procedure. No pt complications were reported by the hosp.